Event description:
It was reported: in an aculoc surgery at fremap, the screwdriver bit of 2.3 80-0728 broke. It did not stay inside the patient.

Manufacturer narrative:
The root cause has been established through acumed's health hazard evaluation process. Acumed is taking appropriate actions to address this root cause. Additional reporting on this event will be provided as a follow up if alternative information becomes available.